Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient had increased pain in her neck and shoulders and wasn't sure if the stimulator could help that. The patient was getting relief from her stimulator, but not as much as she once did. More programming was done as the patient reported that she thought it was wrong to change the programs and has a few that work on the left, but not the right and vice versa. The patient was going to take notes on which ones work and then have the manufacturer representative combine the programs she likes. No complaint of the battery getting warm was reported at this time. An x-ray was scheduled and a revision was discussed but as the patient reported getting relief the health care professional decided to wait.

Manufacturer narrative:
Concomitant product(s): product ID: 977a290, lot# va0p8st019, serial# (B)(4), implanted: (B)(6) 201, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, lot# va0t15j004, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, lot# va0p8st019, serial# va0p8st019, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they had no right sided coverage which started shortly after (B)(6). Impedance testing was performed which showed electrodes 5-7 and 13-15 were greater than 10,000. The patient was also experiencing burning of the area around the battery during recharging. The patient was reprogrammed so that none of the affected electrodes were included which resolved the issue. The patient was going to have a follow-up visit with the physician on (b)(46 to see if the burning during recharging was resolved with alternate programming. Relevant medical history includes spinal pain.